Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump shuts off on its own every two weeks. The customer¿s blood glucose was unknown. The device will not be return for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly noted during test.